Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 100 to 150 mg/dl. Customer reported symptoms of dizziness. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Customer was in hospital two days ago for unrelated incident. Currently not taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 239 mg/dl and 241 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 04/14/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.